Event description:
Customer reported the insulin pump had alarmed multiple times. Customer's blood glucose was 193 mg/dl. Troubleshooting was performed. Customer was instructed in how to clear all the alarms. Customer did a set change and the device alarmed again. Customer reset the time and date and tried to do the set change and was successful. Unexpected restart occurred after inserting a new battery change. Customer was advised to monitor the device. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.